Event description:
It was reported that during device follow up it was found that the patient's right atrial (ra) lead had dislodged. The lead was repo sitioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)